Event description:
The patient had a device pocket infection; and he experienced fever and increased spasticity. The organism regarding infection was noted as being "(B)(6)". The pump and catheter were explanted. Following explant the patient was doing well and was being administered antibiotics. The patient was spastic and on oral baclofen. Per hcp, the patient never went through withdrawal due to not being on a"high dose" of lioresal. The patient was hospitalized after the explant procedure for routine post-operative plan of care; and was being managed by a pediatric neurologist regarding their spasticity needs. The plan was to re-implant later after the infection cleared up. The patient was without injury. The pump was delivering lioresal.

Manufacturer narrative:
Product ID (B)(6), serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type catheter. Product ID (B)(6), serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4): final analysis of the pump found no pump anomaly pump and partial catheter were returned. Pump passed all nondestructive analysis. Final analysis of the partial catheter segment found acceptable testing. Partial catheter was returned in segments.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.